Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridge was filled with 120 units. Subsequently, it was reported that the customer only had 60 units of insulin to fill a new cartridge and had 60 units remaining in the existing cartridge. Then, the customer extracted the insulin from the existing cartridge, and added the old insulin to the new cartridge along with the additional 60 units. The customer's blood glucose level was reported to be 300 mg/dl, which was addressed with manual injections. Recommendation was made by tandem technical support to not mix old insulin with new insulin. During a follow-up on (B)(6) 2016, the customer confirmed additional insulin was obtained and a new cartridge was successfully loaded onto the pump.